Event description:
The customer reported that the unit had unexpectedly shutdown.

Manufacturer narrative:
(B)(4). The customer reported that the unit had unexpectedly shut down. The unit was evaluated at the philips (B)(6) repair bench and the failure could not be recreated. At the discretion of the repair technician, multiple parts were replaced. We will consider this reported failure a malfunction. We can not determine the cause as the failure could not be recreated.